Event description:
The customer reported that functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.